Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Beginning (B)(4) 2015, 1599 sic; no episodes available to verify lead noise oversensing and inappropriate shocks. Analysis of the device memory indicated the impedance on the right ventricular (rv) lead beyond the expected upper range. Analyst commented, during the week ending on (B)(4) 2015, rv pacing impedance spiked to 2592 ohms up from a trend in the 1000-1100 ohm range. Impedances continue to be high. (B)(4).

Event description:
It was reported that the patient experienced inappropriate therapy/shock. The right ventricular (rv) lead exhibited high impedance, and fracture. A new lead was implanted, and the rv lead remains in the patient. No further patient complications have been reported as a result of this event.